Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Event description:
The customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The cause was unknown. Reportedly, the pump was replaced, and the customer changed their infusion sets and cartridge to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.